Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had broken paddles. The device was reported as being available for clinical use at the time of the event. However, the initial reporter confirmed that there was no adverse patient impact.